Event description:
It was reported that the hcp met with the patient and interrogated both devices. The right side implantable neurostimulator (ins) performed telemetry fine. When the left side ins was interrogated it took awhile to perform telemetry and the patient started foaming at the mouth and had urinary incontinence. It was later reported that the patient had experienced a seizure. When the left side ins was interrogated it was found to be programmed back to factory settings and stimulation was off. A CT scan was performed and nothing was found to be visibly wrong with the device. Both neurostimulators were explanted and replaced, and it was reported that there was no patient injury and the patient recovered without sequela. It was unclear if the neurostimulators were explanted as a result of the event, or if the replacement had already been scheduled.

Event description:
Additional information received reported that the cause of the event was unknown. The patient also experienced dysphagia as a result of the event.

Manufacturer narrative:
Lead model 3389s-40, lot# v057193, implanted: 2007 (B)(6), explanted: unknown, extension model 748966, (B)(4), implanted: 2007 (B)(6), explanted: unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of both implantable neurostimulators (ins) revealed no significant anomalies. The devices were functionally ok.